Event description:
Six patient samples with discrepant results on multiple tests. Initial results for patient's 1 through 4, were tested on (B)(6)2007; same samples repeated on (B)(6)2007. Patient's 5 & 6, samples were initially tested on (B)(6)2007; same samples repeated same day. Patient 1: initial tsh result 0.04 uiu/ml, repeat 2.89 uiu/ml. Initial ft4 gave 0.02 ng/dl, repeat 1.24 ng/dl. Initial ft3 result 0.36 pg/ml, repeat 2.77 pg/ml. Patient 2: initial tsh result 0.03 uiu/ml, repeat 3.26 uiu/ml. Initial ft4 result 0.02 ng/ml, repeat 0.991 ng/dl. Initial ft3 result 0.53 pg/ml, repeat 3.38 pg/ml. Patient 3: initial tsh result 0.04 uiu/ml, repeat 1.74 uiu/ml. Initial ft4 result 0.02 ng/dl, repeat 1.40 ng/dl. Initial ft3 result 0.51 pg/ml, repeat 3.92 pg/ml. Patient 4: initial tsh result 0.04 uiu/ml, repeat 2.4 uiu/ml. Initial ft4 result 0.02 ng/dl, repeat 1.23 ng/dl. Initial ft3 result 0.38 pg/ml, repeat 3.15 pg/ml. Patient 5: initial tsh result <0.005 uiu/ml, repeat 1.83 uiu/ml. Initial results from patient's 1 to 4, were reported. Patients not adversely affected. Initial results from the patient's 5 & 6, were not reported. The field service representative determined there was a problem with the measuring cell module. The instrument was repaired. Performance test performed, which were within specifications.

Event description:
Six patient samples with discrepant results on multiple tests. Patient's 5 & 6, samples were initially tested on (B)(6)2007; same samples repeated same day. Patient 6: initial probnp result 16.65 pg/ml, repeat 187.9 pg/ml. Initial results from the patient's 5 & 6 were not reported. The field service representative determined there was a problem with the measuring cell module. The instrument was repaired. Performance test performed, which were within specifications.